Event description:
Event description cpi received information indicating difficulty was encountered while trying to obtain p and r wave measurements from this implantable cardioverter defibrillator (ICD) in a pacemaker dependent patient. During p and r wave measurement testing, no backup pacing is available to the patient.